Manufacturer narrative:
Device evaluated by manufacturer: the upn and the batch number could not be confirmed as the packaging was not returned for analysis. The insertion tool was visually inspected for any damage or defects. No flash or fm was noted that would cause insertion tools issues. The insertion tool was visually inspected for any blockages in the hub and tube and none were noted. A 0.018 straight test guidewire was inserted through the hub and out the end of the hypotube and no issues were noted with the complaint insertion tool. A j-tip 0.018 test guidewire was inserted into the insertion tool and resistance was noted. It was noted that the tip of the j-tip test guidewire was catching on the step of the hub to hypotube transition before advancing the j-tip test guidewire through the hypotube. However, at no stage was it impossible to advance the j-tip test guidewire through the insertion tool. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is user preference issue as the insertion tool is meeting product specification. (B)(4).

Event description:
It was reported that there was difficulty inserting a guide wire through the insertion tool.

Event description:
It was reported that there was difficulty inserting a guide wire through the insertion tool.

Manufacturer narrative:
(B)(4).